Event description:
The patient reported that the scs "blew up in stomach;" the battery had shorted-out and after revision his belly was swollen, had a red-bruised tone and was infected. The product was removed at the ER and "the patient didn't get stim back." Subsequently, the lead developed a staph infection. The product has not been returned for analysis. Additional information was requested from the physician in january and february 2007. A follow-up report will be provided if additional information is received. Refer to MFR report# 60000322007-02899.